Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced pain located at the ipg site after losing weight. As such, the ipg was explanted and replaced to address the issue. Reportedly, the pain at the ipg site has resolved.